Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements. The suspected caused of the high pacing threshold was due to condition that was possibly related to the left ventricular assist device placement. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements. This rv lead was replaced. No additional adverse patient effects were reported.